Event description:
It was reported that, upon checking this fiber during first use, black spots were identified. The fiber was sterilized with ethylene oxide. During set-up the connector face was wiped clean. The procedure was completed with the same fiber without patient complications. Analysis of the returned fiber identified a connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector was in good condition; however, light was not passing through the face. The fiber was connected to console, and there was no aiming beam. The console read: error number 67: fiber expired, connect new fiber and resume operation. The reported black spots were not observed. Therefore, the reported complaint was not confirmed. The observed condition of no light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector was in good condition; however, light was not passing through the face. The fiber was connected to console, and there was no aiming beam. The console read: error number 67: fiber expired, connect new fiber and resume operation. The reported black spots were not observed. Therefore, the reported complaint was not confirmed. The observed condition of no light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the first use, upon checking it was found that there were black spots. The fiber was sterilized with ethylene oxide. During set-up the connector face was wiped clean. The procedure was completed with same fiber without patient complications. Analysis of the returned fiber identified a connector fracture.